Event description:
It was reported that patient enrolled in a clinical study underwent a total hip arthroplasty on (B)(6) 2004. A subsequent revision was performed on (B)(6) 2010, due to metallosis and bone/tissue damage. A review of invoice history confirms the head was removed and replaced. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay part/ lot information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: ¿material sensitivity reactions,¿

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2013-02668 & 04786 & 2014-02753-4).

Event description:
It was reported a patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6), 2003 and a left total hip arthroplasty on (B)(6), 2004. Subsequently, patient underwent a right hip open reduction internal fixation procedure on (B)(6), 2003. Patient underwent a right hip revision procedure on (B)(6), 2003 due to an unknown reason. Patient underwent another right hip revision procedure on (B)(6), 2006 due to a fractured stem. Patient underwent another right hip revision procedure on (B)(6), 2007 due to a loosened acetabular cup. Patient underwent a left hip revision procedure on (B)(6), 2010 due to metallosis and bone/tissue damage. The modular head, acetabular cup and liner were removed and replaced with competitor cup and liner and a biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown. The product identification necessary to review manufacturing history was not provided. Event is being reported to FDA on one medwath as limited information is available. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.